Event description:
The customer contact philips to request battery replacement, stating "the error appeared after the preventive maintenance." There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.